Event description:
The rptr stated the surgeon inserted an aq2015a silicone three piece lens and the lens was damaged. The lens was removed with no pt injury, no enlarged incision or sutures. The rptr stated another same model lens was implanted. The cartridge used has not been approved by the manufacturer for use with this model lens and is off-label use.

Manufacturer narrative:
Eval results: a visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear and reddish residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens.